Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of over 700 mg/dl. The customer was treated for the high blood glucose with shots at (B)(6) hospital. The customer stated that they feel the reason for the high blood glucose was because the insulin pump the customer was using was not working. The customer declined to trouble shoot at the time so medtronic stated that they will call back in 90 days to check on their status. No further information was provided.